Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure performed on (B)(6) 2023. Fiducials markets were placed transperineally before the spaceoar implant. The procedure was performed with computed tomography (CT) guidance and during the same procedure the patient first had 18 high dose rate (hdr) catheters placed in the prostate. The spaceoar vue was then implanted prior to administering the radiation. The physician that placed the hydrogel noted the visualization was difficult at the time of implant. During injection of spaceoar vue, it was reported the needle tip was moved and hydrogel ended up following into the prior hdr catheter track lines. After reviewing the CT simulation images, it was determined the hydrogel had tracked all through the prostate and made its way down to the penile bulb. The patient proceeded with hdr without incident. Magnetic resonance imaging (MRI) was also done, on an unspecified date, for the patient's external beam planning which showed the hydrogel was inferior to the prostate, in and behind the penile bulb. It was estimated that approximately 2-3cc was in the intended location, but that 7-8cc was misplaced. It was reported the patient started to develop perineal discomfort for two months. Perineal pain and fullness also were reported, which started directly after the hdr and spaceoar vue procedure. When he received external beam radiation treatment (ebrt), he also had a lot of lower urinary tract symptoms. During the first weekend of (B)(6) 2023, the patient's perineum split open, and the hydrogel started coming out. The patient was able to express spaceoar vue from his perineum. Upon examination, the patient's physician squeezed a pinpoint hole and there was purulent fluid discharge that was also described as a weeping serosanguinous fluid. The physician was able to express fluid and hydrogel. The patient was started on antibiotics, double strength bactrim, and incision and drainage (I&d) was also performed. A cystoscopy was also planned to ensure there was no fistula tracking into the urethra. The patient was reported to be doing well and feeling some relief now that he had some pressure release.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e2340 captures the reportable event of wound dehiscence. Problem code a1502 captures the reportable event gel misplaced - non-vascular.